Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, an instrument was confirmed to have been stuck in the forceps passage channel; this confirmed the customer's originally reported issue. It was also noted that there was a cut on the pink rubber component of the device. The following additional findings were also discovered: crack in the bending section cover, and brush would not pass through the instrument channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during the reprocessing of their ultrasonic gastrovideoscope prior to use in an unknown therapeutic procedure, it was discovered that something was stuck in the device biopsy channel. The discovery was made following the washing of the scope, and during the performance of adenosine triphosphate protein (atp) testing. The procedure, which was 20-30 minutes in length, was ultimately completed with the same device. The customer later clarified in a response to a request for additional information that an atp testing sponge was trapped inside. Upon inspection and testing of the returned unit, the biopsy channel was confirmed to be clogged, and therefore it was confirmed that the device was used after an insufficient or incorrect reprocessing. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the atp swab used was larger than the channel diameter, which may have left the atp swab in the channel. The event can be detected/prevented by following the instructions for use (IFU) which is described in chapter 6 compatible reprocessing methods and chemical agents and chapter 7 cleaning, disinfection, and sterilization procedures. The IFU also states the following: "do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images." Olympus will continue to monitor field performance for this device.